Event description:
It was reported customer collapsed and regained consciousness one hour later. Customer went to the hospital where it was determined they had a seizure and sustained a bite injury to the tongue and reports of soreness in the thigh muscles. In hospital, customer received intravenous fluids of saline and insulin. Further information is pending.